Event description:
It was reported the pt was experiencing intermittent stimulation for about a week. The pt had experienced a shock about a week prior while driving by a power plant. Since that time the stimulation on program one has been intermittent. Additional info has been requested but was not available on the date of this report.